Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis.

Event description:
It was reported that during an unknown procedure, the clamp arm could not be closed during the procedure. Another device was used to complete the procedure. There were no adverse consequences for the patient. Because the patient had hepatitis, the device was discarded, no device will be returning.